Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. Philip's product support advised the customer to replace the battery. The customer was able to successfully perform the performance verification test after replacing the battery.

Event description:
The customer reported a battery fail alarm. There was no patient harm reported. The event date was not specified; estimate used.